Event description:
Prior to use on a pt, the physician was testing the guidewire to verify that the "j" tip would straighten as intended and noted that the tip of the guidewire, approx 1/2 inch from the end, had a fracture in it. The physician obtained a second guidewire and noted that the same fracture was present. The lot numbers were the same so the lot was pulled and the MFR was notified.